Event description:
It was reported that the patient is believed to have twiddler's syndrome and the right ventricular lead had dislodged. During the repositioning attempt, the tip of the helix got hooked onto the white plastic piece at the tip of the lead and could not be retracted all of the way. The lead was then explanted and replaced. It was further reported that the lead had severely diminished r waves and unacceptable pacing thresholds. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient is believed to have twiddler's syndrome and the right ventricular lead had dislodged. During the repositioning attempt, the tip of the helix got hooked onto the white plastic piece at the tip of the lead and could not be retracted all of the way. The lead was then explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode. The analyst visual comment- the lead was received at analysis with steriod ring missing. It cannot be determined at this time when this occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode. The analyst visual comment- the lead was received at analysis with steroid ring missing. It cannot be determined at this time when this occurred.